Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned. Medical record were reviewed but was unable to confirm the report. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: product, lot or serial, description, primary di: 00-4302-046-27, lot: 62433463, bf offset hum head 27mm x 46mm; 00889024265721  00-4302-040-46, lot: 63344409, bf 40mm pegged glenoid w/46mm; 00889024265646  00-4342-110-13, lot: 62867558, tm humeral stem 42 deg; 00889024268630. Multiple MDR's were filed for this event. Please see 0001822565 - 2019 - 01255, 0001822565 - 2019 - 02823. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that patient underwent left shoulder arthroplasty (B)(6) 2017 and subsequently is experiencing pain and alleges developing crps and sjorgens disease within three weeks of the procedure. The patient has not been revised and is requesting material composition of the implanted devices. No further information is available at the time of this reporting.